Event description:
The nurse inserted a 20g IV using the protectiv plus catheter on the patient. The nurse then engaged the safety on the catheter. The safety device appeared to have enacted, moving the needle into the device. The nurse went to properly dispose of the sharp and the needle had broken up through the device causing injury to the nurse.